Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficult to deploy (waste in the stent) appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an unspecified 3.0x18mm multi-link tetra stent was implanted in an unspecified coronary vessel on (B)(6) 2001. During a follow-up exam, on an unspecified date, computerized tomography showed a waste in this stent. On (B)(6) 2017, the patient was catheterized and minimal waist with 95% blockage was confirmed at the exit end of the stent, but the stent was reportedly holding up well. A new unspecified stent was placed to treat the blockage. No additional information was provided.